Event description:
A literature review identified the article, kang ht, han sh, kang hj. Plate osteosynthesis for segmental forearm fractures: a comparison of outcomes in floating elbow and isolated forearm fractures. Clinics in orthopedic surgery. 2025 oct;17(5):876-883. Doi: 10.4055/cios24515. Pmid: 41112127; pmcid: pmc12531837. This retrospective study focused on treating patients with a floating elbow injury or an isolated forearm fractures. Patients were treated between 2010 to 2022 and had a minimum of 2 years of follow-up. Of the 35 patients, 26 had an isolated segmental forearm fractures and 9 patients had a floating elbow that was defined as forearm fractures with an ipsilateral humeral diaphyseal fracture. The isolated forearm fracture group were treated with the acumed plates. For diaphyseal fractures, the acumed anatomic midshaft volar plates for radial fractures and the midshaft ulna plate for segmental radius fractures. For distal radial fractures, the acumed acu-loc volar distal radius plates were used. In the patients with the floating elbow injury, the distal humerus plates consistent with the acumed posterolateral distal humerus plates, although this was not specified in the article. The objective of this study was to compare surgical outcomes with or without a concomitant floating elbow injury. All patients achieved union between 15.0 to 17.3 weeks. Three patients experienced a complication. One (1) patient had persistent muscle weakness, 1 patient had radial nerve palsy, and another (1) patient had a radial nerve rupture. Two patients also had a skin graft performed during the procedure. No other complications or infections were reported. Patients were also assessed for range of motion, pain, and scoring with the grace-eversmann criteria. Overall, patients reported an excellent outcome (19 patients), a good outcome (4 patients), and an acceptable outcome (12 patients). No patients reported an unacceptable outcome. The authors concluded that the use of plate fixation provides a safe and effective treatment of forearm segmental fractures and floating elbow injuries. Meticulous management of soft tissue injuries also contributes to determining good clinical outcomes for these injury patterns.

Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined. Below are all related report numbers regarding this literature review (3 total for this article): note, this MDR is included in the list below. 3025141-2025-00640, 3025141-2025-00641.